Event description:
No conjugate was added to well e8 during pipetting hbsag system ii assay plate from assay kit lot hbk129. No alarm/no error message was generated by the summit. No death or serious injury was associated with this incident.